Event description:
During a remote follow-up, loss of capture, decreased defibrillation impedance, noise, and decreased sensing were observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable and will continue to be monitored.